Event description:
The wheelchair tipped over and the end user fell out and broke his left leg.

Manufacturer narrative:
This is a legal case currently being handled by the sunrise legal department. If/when new information on the incident becomes available a follow up report will be filed.